Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER), and device interrogation revealed a right ventricular (rv) lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. Additionally, there was a stored ventricular episode containing oversensed mypotential noise and pacing inhibition with greater than two seconds of asystole. Review of impedance trends showed a gradual rise in pace impedance measurements from 600 ohms in february to greater than 2,000 ohms. Rv threshold measurements also showed a similar increase to trend 2.6 v. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information received reported that this rv lead was explanted and replaced. It was noted that the pacemaker was also explanted and replaced with no reported issues. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER), and device interrogation revealed a right ventricular (rv) lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. Additionally, there was a stored ventricular episode containing oversensed my potential noise and pacing inhibition with greater than two seconds of asystole. Review of impedance trends showed a gradual rise in pace impedance measurements from 600 ohms in (B)(6) to greater than 2,000 ohms. Rv threshold measurements also showed a similar increase to trend 2.6 v. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information received reported that this rv lead was explanted and replaced. It was noted that the pacemaker was also explanted and replaced with no reported issues. No additional adverse patient effects were reported. Additional information received reported that the reported clinical observations were attributed to lead damage and pacing inhibition was confirmed on electrograms (egms). Patient symptoms also included dizziness. Furthermore, this lead was kept by the facility. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.